Manufacturer narrative:
Updated fields: b4, e1 (event site state), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. The non maquet sheath tubing was found kinked 1.8cm from sheath tip. Underneath the sheath a kink was found on the catheter tubing approximately 31cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 18.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name).

Event description:
N/a.

Manufacturer narrative:
A supplemental report with our additional findings will be provided. Complaint ID: (B)(4).

Event description:
User called into emergency support program line to request assistance with intra-aortic balloon (iab) with a fiber-optic sensor failure alarm on a cardiosave during use. The user denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. The esp personnel asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately. The esp personnel then reviewed the steps to transition from fo to transducer as the pressure source and requested he coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ complaint information obtained. The user denied any additional needs.no harm or injury to the patient was reported.